Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during an rc repair procedure, the foot control's coagulation footpedal was not working. The procedure was completed with a competitor device. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.